Event description:
Device system returned for disposal only; no further information provided.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2012-(B)(6); catheter model: 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4): returned for analysis were the pump and the two catheters. Analysis of the pump revealed no anomaly normal device function. Catheter model 8709 was returned incomplete in segments and anlysis of the same revealed no significant anomaly. Analysis of catheter model 8780 concluded a tear in seal near guide ring at the catheter/sc connector. Drug delivered via the device per analysis was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).